Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was successfully implanted into the mid-esophagus of a patient on (B)(6) 2010. On (B)(6) 2010, it was reported that the patient vomited out the stent. The physician contends that the regurgitation of the stent was a reaction to the chemotherapy and radiation treatments. It is unknown if the stent was fully expanded within the esophagus. The patient is currently stable. The physician plans to implant a second wallflex esophageal stent.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention planned. (B)(4) - stent migrated. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.